Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the stratafix suture used on? Can you obtain the product code of the stratafix symmetric suture? What was the condition of the tissue (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? Where did the suture start (top to bottom or bottom to top)? When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? Can you explain comment ¿the deep layer failed¿? What post op date was the knee aspirated? What was the indication for the knee aspiration? What is the surgeon opinion as to relationship of the stratafix suture and the patient infection? Was the wound cultured? If so what are the results? What was the date of the second procedure? Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break, if so, where (termination, middle, end)? Was the tissue intact and the stratafix suture pulled through the tissue? What is the current condition of the patient?

Event description:
It was reported that the patient underwent total knee replacement on (B)(6) 2017 and barbed suture and was used. The patient was diagnosed as rheumatoid. It was reported that the patient was doing well initially. There were issues with the suture used to close the deep layer. It was reported that the deep layer failed. The patient then started to experience ongoing pain. It was reported that the knee has been previously aspirated and no culture grown. Infection was suspected and a decision was made to remove the prosthesis as a two-stage procedure. It was reported on opening the knee on (B)(6) 2018, the knee was obviously infected. The tibial component was easily removed leaving the cement in situ. The femoral component was well fixed. All components were removed and a cement spacer inserted. Additional information has been requested.